Event description:
It was reported that this pacemaker exhibited loss of capture (loc), lack of sensing and high out of range impedance measurements for its right ventricular (rv) lead that caused its lead safety switch (lss) to be triggered. Technical services (ts) was consulted and discussed stored data and discussed troubleshooting options. X-ray imaging was performed and it was confirmed the terminal pin was not fully inserted. The pacemaker was reprogrammed to unipolar pace and sensing. This device remains in service. No adverse patient effects were reported.